Event description:
A non health care professional reported that during surgery, they have noticed that the lens was damaged. Additional information has been requested. There are three medical reports associated with same event. This file is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.